Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated carbon dioxide (co2) and phosphorus (phos) results. Hsc reviewed the information provided by the customer and instrument data. The cause of the event is use error. A filter was incorrectly placed on the water purification module (wpm) causing poor water quality. The co2 and phos assays are sensitive to water quality which caused co2 and phos results to shift high. The issue was resolved after the operator loaded the correct filter into the correct location on the wpm and flushed the poor quality water from the water reservoir. Quality control (qc) recovered within acceptable range after resolution. Hsc concludes that there is no reagent lot or assay issue. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Seven (7) discordant falsely elevated carbon dioxide (co2) results and one (1) discordant falsely elevated phosphorus (phos) result were obtained on patient sample(s) on a dimension vista® 1500 intelligent lab system. The falsely elevated results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista® system and the lower results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated results.